Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. Shocking in the patient's arm was reported, and the rep further stated that the physician was concerned about the patient's therapy impedances- 484 ohms, 7.036 ma. The rep had the patient turn ins off on thursday night, and patient reported that the shocking stopped. Patient was then seen on friday and physician suggested decreasing the pulse width, so they turned everything down, and the shocking went away, tremor was helped but the patient called the physician in this morning and indicated that the night prior to the report, the shocking started again. Patient saw the physician again the morning of the report, impedances were checked again and that was when the physician indicated that they were concerned with the therapy impedance value. The rep indicated that the patient's tremor was really tough, so it was helping but not perfect and there was still some tremor. There were no patient falls and they indicated that the shocking did not seem to be related to position. Caller indicated impedances were within range but they didn't have specific values. Settings were 3.5v, 60 pw , 210 rate. It was reviewed with the rep that the therapy impedances were low but not evidence of a clear short. The possibility of fluid short at the header block given the patient was recently replaced and the age of lead/extension or possibly an intermittent short were reviewed for the rep. Trouble shooting steps were reviewed for the rep and it was noted that essentially if no issue was identified, they may need to go intra-op to explore possibility of fluid short and test lead only impedances. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the cause of shocking had not been determined, and it was still there as the issue was not resolved at the time of the report. Rep noted that x-rays were being scheduled as soon as the doctor is back from their vacation next week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.